Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed. Upon inspection and testing, the light bulb was found to be working and did light up. However, the light bulb is non-olympus and may have created the issue of not lighting up for that reason. Additionally, the scope socket is leaking air and the top cover has rust. The device was repair and the light counter reset. The device passed full inspection after repair. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the device light bulb did not light up. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor field performance for this device.